Event description:
Medtronic received information regarding a navigation device being used during a cranial resection procedure. It was reported that during a strip end grids part 2 of a case that occurred on (B)(6) 2023, the surgeon was unable to re-align the registration via checkpoints that were gathered during part 1 of the case which occurred on (B)(6) 2023. The manufacturer representative reported being 30 mm off when attempting to realign registration. The same registration checkpoints were gathered and used from part 1 where the site used burr holes that were placed in the skull. The surgeon had not collected all 5 checkpoints for part 2 of the case, and registration could not be completed again due to patient placement and the presence of electrodes in the patient's face. The manufacturer representative confirmed checkpoints were being gathered in the correct order, and the site restarted realignment with no effect. After the surgery was completed, the surgeon retried alignment, and after completing all 5 points the surgeon reported "they were accurate". There was no reported delay to the procedure due to this issue, and there was no reported impact to patient outcome. Additional information was received. Medtronic navigation was not aborted.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: (B)(6) h3: a software analysis was initiated. As per the case details, the surgeon was unable to re-align the registration via checkpoints. As per the further information it is confirmed that the surgeon did not collect all 5 checkpoints, after completing surgery the surgeon retried alignment and they were accurate. Based on the information provided, this appears to be an user error, this does not appear to be software related. H6: b01, c19 and d14 apply to the software concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.